Event description:
Per the clinic, the patient experienced a head injury due to fall, exposing the receiver/stimulator. The patient was treated with oral antibiotics (date and duration not reported) and the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report as the implant site was contaminated.